Manufacturer narrative:
Information references the main component of the system and the other applicable component is: product ID: neu_unknown_lead, serial# unknown, product type: lead. Report source: (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for raynaud's disease. The patient reported that charging and communication was unavailable on (B)(6) 2016. An ins overdischarge was suspected as the ins had not been charged for more than one month. On (B)(6) 2016, the overdischarge was decided from the telemetry and recovery of the overdischarge (physician recharge mode performed 4 times). The ins overdischarged because the patient neglected recharging. The patient reported the last charge was done on or around (B)(6) 2016, so the ins could be overdischarged less than 50 days. However, the charging history could not be confirmed with the recharger or clinician programmer or telemetry after the recover of the overdischarge. The issue was resolved. On (B)(6) 2016, when the ins was recovered from the overdischarge, the impedance was checked and a fracture of all electrodes of one lead was found. The impedance of all electrodes (with 4 as the reference) was greater than 10,000 ohms. It was unknown what cause or factors may have led or contributed to the issue. The patient could not feel stimulation on her lower limbs. The patient was not aware of the issue and did not recognize the stimulation was not working due to the fracture. It was unknown if a surgical intervention will be performed in the future.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted the lead was still in use at the time of follow-up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.